Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.  Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that in bolus injection, there was a record that an amount larger than the set amount was injected and also there was a record of bolus injection even though the bolus injection operation was not performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Sw 2.9d. Retainer ring = clear. Case type = ngp. On (B)(6) 2022 customer alleged the pump having pump error 63 and failed batt test alarm. Unit passed displacement sleep current measurement test, active current measurement test and self. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Thus software was utilized and downloaded trace/history files properly. Found failed batt test alarm in history file on (B)(6) 2022 13:56:09 due to battery low. Pump error 63 alarm (variable 03) fileid = 37; linenum = 380 on (B)(6) 2022 13:56:06, (B)(6) 2022 13:57:26. Confirmed in the file history files. Used a test keypad assembly and performed the self-test and no pump error 63 alarm and the audio tone volume functioning properly. Perform visual inspection on the u1 keypad traces and found broken trace at u1 pin 6. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit had scratched case, stained keypad overlay. Unit p-cap / test reservoir lock in place properly. In conclusion, no pump error 63 and failed batt test alarm during testing. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken trace at u1 pin 6 (sda) on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.